Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned tied in a knot. The conductor coils were deformed along with marks in the insulation. This damage appears consistent with damage from a grabbing tool.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, the impedance measurements on the right ventricular (rv) lead were between 600 and 300 ohms. Insulation damage was noted at the middle portion of the lead. As the lead appeared squashed and the length of the conductor coil seemed different, a fracture was suspected. No adverse patient effects were reported.